Event description:
Procedure type: lap chole. According to the reporter: at the end of surgery, while irrigating the pt cavity, a part of the seal was found. Checked the port and the seal was broken partially. The procedure was completed with another. No tissue damage. No bleeding. Nothing fell into the cavity. Extended or time: unk. No pt injury was reported. Pt's status: ok. No further pt info available.